Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's flow delivery failed. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's oxygen blending module manifold was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's flow delivery failed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.